Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella 2.5 device for mechanical circulatory support. While on support, there was suction at p5 with low lows, which resolved at p3. There was no report of patient harm or injury.